Manufacturer narrative:
The 5.5 device passed through the artificial blood vessel, but encountered resistance in the patient's blood vessel further down, making insertion difficult.

Event description:
The complainant reported an escalation from impella cp to impella 5.5 support with on-site assistance. Prior to the procedure, vessel travel and vessel diameter were evaluated, and the approach was planned via an incision below the left clavicle. During a pre-procedure intensive care unit (ICU) assessment, it was noted that the vessel diameter measured less than 6 mm and was described as potentially severe. A subsequent assessment using computed tomography (CT) imaging prior to the procedure indicated an estimated vessel diameter of approximately 10 mm, and escalation to impella 5.5 was pursued. A 10 mm hemashield graft was advanced to the left subclavian artery with an end-to-side anastomosis. The impella 5.5 was advanced through the graft and anastomosis; however, resistance was encountered, preventing further advancement of the device. The impella 5.5 was removed, and vessel assessment was performed using a 20 french dilator, which was reported to advance successfully. A subsequent attempt to advance the impella 5.5 was unsuccessful. The medikit 16 french access previously used for impella cp insertion was re-established, and impella cp support was resumed to provide supplemental circulatory support. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the delivery issue was determined to be patient condition related to the patient¿s complex vascular anatomy.